Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
The implant surgeon reported the following event: the alumina femoral head broke spontaneously. The head was implanted in 2006. The pt needed a revision to remove the broken head.